Event description:
It was reported that during the procedure for a device upgrade the left ventricular (lv) lead was cut. The physician then tried to extract the lv lead but had difficulty. It was noted that the inner insulation pulled out of the center of the lv lead, leaving the outer insulation and conductor coil. The physician then tried to laser the lv lead for removal but the lead seemed to be firmly attached to the vessel. Attempts to remove the lead were then abandoned. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg implantable cardioverter defibrillator, implanted: (B)(6) 2012. A 694765 implantable tachy lead, implanted: (B)(6) 2002. A 2872 implantable adaptor implanted: (B)(6) 2002. (B)(4).